Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was indicated for the patient with a recently diagnosed pe and an upcoming surgery to repair a right patella fracture. The filter was successfully deployed in the infrarenal ivc without incident. The patient was hemodynamically stable at the conclusion of the procedure. Approximately six years post filter deployment, the patient presented to the ER with chest pain. A dose of a beta blocker was given, and blood pressure (bp) dropped to the 40s. The patient was treated with oxygen, fluids and medication and bp went up to the 80s. An echocardiogram was performed and demonstrated a small to moderate pericardial effusion with tamponade physiology. An emergency pericardiocentesis was performed and removed 300 ml of bloody fluid. The patient¿s bp immediately rebounded to 140. The pericardiocentesis catheter was sutured in place and the patient was transferred to the intensive care unit in stable condition. A CT of the chest was performed and demonstrated a hyperdense focus that appeared to be embedded within the myometrium of the right ventricle (rv). The decision was made to explore the intracardiac foreign body, that was suspected to have perforated the rv and caused hemorrhage. A median sternotomy was made, and there was approximately 150 ml of frank blood present. A small wire measuring approximately 3.5 cm in length and 1 mm in diameter was found protruding out of the rv. The wire was removed and there was no evident bleeding from the myocardium. Two drains were left in place in the mediastinum and the right pleural space. There were no complications, and the patient was hemodynamically stable at the conclusion of the procedure. On postoperative day one, a CT of the abdomen and pelvis demonstrated the filter in proper position below the renal veins with 10 limbs present. Some of the filter limbs extend beyond the wall of ivc with one limb extending into the l3 vertebral body. On postoperative day six, the filter was successfully retrieved percutaneously without incident. Upon removal, it was noted that two limbs were detached: one limb previously retrieved from the heart; and the second limb was unaccounted for. A completion venacavogram demonstrated a patent vena cava with no evidence of thrombus or extravasation. The patient was hemodynamically stable at the conclusion of the procedure, and discharged home on postoperative day seven. Approximately one year and eight months post surgical procedure, during a follow up appointment, the patient denied symptoms of chest pain and dyspnea; and stated the ability to climb up three flights of stairs without these symptoms. There were no reports provided that identified the location of the second detached limb. There were no reports provided that identified the alleged tilt with the filter embedded in the ivc wall. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: neither the device nor images were received. Medical records were provided. The medical records allege a detached limb was surgically removed from the right ventricle approximately six years after implantation. One day postoperative, a CT allegedly identified the filter to be in proper position below the renal veins with ten limbs attached. Allegedly some limbs extended beyond the ivc wall. Six days postoperative, the filter was successfully removed percutaneously. Two limbs were reportedly detached. It was reported that the second limb could not be located. Based on the medical record review, limb detachment and perforation of the ivc can be confirmed. The investigation is unconfirmed for filter tilt as the medical records identified the filter to be in proper position. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - perforation or other acute or chronic damage of the ivc wall. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. Additional information: device available for evaluation?; date received by MFR; (B)(4). Age/date of birth; describe event or problem; other relevant history. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately six years post vena cava filter deployment; allegedly a detached filter leg perforated the heart, surgery was performed to remove the detached limb. Six days later the filter was removed successfully; however, a missing filter leg was reported. The location of the filter limb was not provided. No other information has been provided regarding procedural or event details. The patient status at this time is unknown. New information received: it was reported by the patient that after an unknown amount of time post vena cava filter deployment for a history of dvt and pe, the filter allegedly detached, perforated, tilted and embedded in the ivc wall. A detached filter limb was removed surgically and the filter was removed percutaneously. One detached filter limb remained in the body. The patient allegedly experienced pain. Medical records were received and reviewed. Approximately six years post vena cava filter deployment for a history of dvt, pe and an upcoming surgery, the patient presented to the emergency room with chest pain. A pericardiocentesis was performed to remove 300 ml of fluid, and on fluoroscopy a detached filter limb in the right ventricle (rv) was identified. A sternotomy was performed and the detached filter limb was successfully retrieved from the rv. The patient was hemodynamically stable at the conclusion of the procedure. On postoperative day one, a CT scan demonstrated some filter limbs extending beyond the wall of the ivc with one limb abutting the l3 vertebral body. On postoperative day six, the filter was successfully retrieved percutaneously. Upon removal of the filter, it was identified that two limbs had detached: one limb was previously retrieved from the heart, and one limb was unaccounted for. The patient was hemodynamically stable at the conclusion of the procedure, and discharged home the next day. No additional information surrounding this event was provided in the medical records received.

Manufacturer narrative:
Medical records review: a vena cava filter was indicated for a recently diagnosed pe and an upcoming surgery to repair a right patella fracture. The filter was successfully deployed in the infrarenal ivc without incident. The patient was hemodynamically stable at the conclusion of the procedure. Approximately six years post filter deployment, the patient presented to the ER with chest pain. A dose of a beta blocker was given, and blood pressure (bp) dropped to the 40s. The patient was treated with oxygen, fluids and medication and bp went up to the 80s. An echocardiogram was performed and demonstrated a small to moderate pericardial effusion with tamponade physiology. An emergency pericardiocentesis was performed and removed 300 ml of bloody fluid. The patient¿s bp immediately rebounded to 140. The pericardiocentesis catheter was sutured in place and the patient was transferred to the intensive care unit in stable condition. A CT of the chest was performed and demonstrated a hyperdense focus that appeared to be embedded within the myometrium of the right ventricle (rv). The decision was made to explore the intracardiac foreign body, that was suspected to have perforated the rv and caused hemorrhage. A median sternotomy was made, and there was approximately 150 ml of frank blood present. A small wire measuring approximately 3.5 cm in length and 1 mm in diameter was found protruding out of the rv. The wire was removed and there was no evident bleeding from the myocardium. Two drains were left in place in the mediastinum and the right pleural space. There were no complications, and the patient was hemodynamically stable at the conclusion of the procedure. On postoperative day one, a CT of the abdomen and pelvis demonstrated the filter in proper position below the renal veins with 10 limbs present. Some of the filter limbs extended beyond the wall of ivc with one limb extending into the l3 vertebral body. On postoperative day six, the filter was successfully retrieved percutaneously without incident. Upon removal, it was noted that two limbs were detached: one limb previously retrieved from the heart; and the second limb was unaccounted for. A completion venacavogram demonstrated a patent vena cava with no evidence of thrombus or extravasation. The patient was hemodynamically stable at the conclusion of the procedure, and discharged home on postoperative day seven. Approximately one year and eight months post surgical procedure, during a follow up appointment, the patient denied symptoms of chest pain and dyspnea; and stated the ability to climb up three flights of stairs without these symptoms. Conclusion: the medical records allege a detached limb was surgically removed from the right ventricle approximately six years after implantation. One day postoperative, a CT allegedly identified the filter to be in proper position below the renal veins with ten limbs attached. Allegedly some limbs extended beyond the ivc wall. Six days postoperative, the filter was successfully removed percutaneously. Two limbs were reportedly detached. It was reported that the second limb could not be located. Based on the medical record review, limb detachment and perforation of the ivc can be confirmed. The investigation is unconfirmed for filter tilt as the medical records identified the filter to be in proper position. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information received: it was reported by the patient that after an unknown amount of time post vena cava filter deployment, the filter was allegedly tilted and embedded in the ivc wall. Based on a review of medical records received, it was reported that the vena cava filter was successfully deployed for a history of pe and an upcoming surgery. Approximately six years post filter deployment, the patient presented to the emergency room with chest pain. A CT scan demonstrated a pericardial effusion, and a detached filter limb in the right ventricle (rv). A pericardiocentesis was performed and removed 300 ml of fluid. A sternotomy was performed and the detached limb was successfully retrieved from the rv. The patient was hemodynamically stable at the conclusion of the procedure. On postoperative day one, a CT scan demonstrated some filter limbs extending beyond the wall of the ivc with one limb extending into the spine. On postoperative day six, the filter was successfully retrieved percutaneously. Upon removal of the filter, it was identified that two limbs had detached: one limb was previously retrieved from the heart, and one limb was unaccounted for. The patient was hemodynamically stable at the conclusion of the procedure, and discharged home the next day.

Manufacturer narrative:
Manufacturing review:a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection:as the device was not returned, an inspection could not be performed. Functional/performance evaluation:as the device was not returned, an evaluation could not be performed. Medical records review:as medical records were not provided, a review could not be performed. Image/photo review:no medical images have been made available to the manufacturer. Conclusion:the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: g2/g2 express: the current IFU (instructions for use) states: warnings:filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications:filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately six years post vena cava filter deployment; allegedly a detached filter leg perforated the heart, surgery was performed to remove the detached limb. Six days later the filter was removed successfully; however, a missing filter leg was reported. The location of the filter limb was not provided. No other information has been provided regarding procedural or event details. The patient status at this time is unknown.